Event description:
It was reported by the rep that the(1) cdh33 was used during a lower anterior resection. Procedure. It was reported that the surgeon could not get the orange band into the green area to fire the stapler. Sugreon dialed down to a point, then could not advance any further. The case was completed with a different device and with no pt consequence.